Event description:
The manufacturer received information alleging a ventilator failed a test step and there were no audible or visual alarms during testing. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not return.

Manufacturer narrative:
This was reported incorrectly with wrong cfn number. The correct cfn number for this report is 2518422.